Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump was delivering at a faster rate than requested. During biomed testing, the delivery rate was set to 100 with a volume to be infused of 13.3 and the amount delivered was 15 ml. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "infusing faster than requested," which was confirmed and reproduced. Evaluation found the device to over infuse at rates of 40ml/hr and 100ml/hr. At all other tested rates, the device was found to under infuse. In addition, evaluation found the upper/lower finger and upper/lower valve travel out of specification. The device was reworked to correct the condition.